Manufacturer narrative:
Product ID 3093-33, lot# va00l3u, implanted: (B)(6) 2012, product type: lead. Product ID 3093-33, lot# va00l3u, implanted: (B)(6) 2012, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that while the patient was driving one week prior to the report and placed her foot on gas pedal, she felt a sharp pain from her right foot all the way up her leg to the implant. It was also stated that wasn't pain, but rather "like an electrical shock coming." It was stated that she had experienced this shocking when she bent over and "it hit her right where she had the implant." The shocking from bending over had been over the last two days only. The shocking when she was driving was since one week ago. Patient's implantable neurostimulator (ins) settings were unknown. No trauma, falls, or accidents were reported. It was stated that the patient had increased her stimulation recently about two weeks ago. No undesirable sensations prior to last week's shocking had been experienced. The event or symptoms occurred following some type of environmental exposure, when the patient was driving and also when she changed position. Movement caused stimulation changes. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted. The information was also reported on patient's other ins in regulatory report # 3004209178-2013-03000.